Event description:
It was reported "the guide wire is already kinked in the package". The issue was detected prior to patient use.

Manufacturer narrative:
(B)(4). The report that the spring wire guide was kinked was confirmed through examination of the returned sample. The customer returned a lidstock and a single guide wire in its advancer for evaluation. No obvious signs-of-use were observed on the returned components. The straightener tube and end cap from the swg advancer assembly was not returned. The guide wire was observed to have two kinks towards the distal end of the body. The distal j-bend was slightly misshapen but intact. Microscopic examination confirmed the kinks in the guide wire body. Both welds were present and were observed to be full and spherical. The kinks in the guide wire were located 544mm 557mm from the proximal tip. The overall length of the guide wire measured 602mm which was within the specification of 596-604mm per guide wire product drawing. The kink location and guidewire length were measured via calibrated ruler. The outer diameter (od) of the guide wire measured 0.795mm via calibrated micrometer which is within the specification of 0.788mm-0.826mm per guide wire product drawing. Functional testing was performed per the instructions for use (IFU) provided with this kit, which states "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle." The guide wire was advanced through a lab inventory ars and a lab inventory 18ga introducer needle. Resistance was met at the kinks near the distal j-bend; however, the undamaged portions of the guide wire passed through all components with little to no difficulty. A manual tug test confirmed that both the distal and proximal welds were intact. The IFU provided with this kit warns the user, "do not use if package has been previously opened or damaged. Do not apply undue force on guidewire to minimize the risk of possible breakage." A device history record review was performed, and no relevant findings were identified. The portion of the guide wire that was kinked would have been protected within the straightener tube and advancer tubing, during packaging, storage, and shipping, thereby protecting it from damage. So, it could not be confirmed when the guide wire was damaged. Based on these circumstances, the root cause of this investigation was undetermined. Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported "the guide wire is already kinked in the package". The issue was detected prior to patient use.